Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displays tcmid:05 (coolant diff failure) error messages. No patient involvement

Manufacturer narrative:
Zoll did not receive the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.